Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 6: reference MFR report: 1627487-2018-08780, 1627487-2018-08781, 1627487-2018-08782, 1627487-2018-08783 & 1627487-2018-08785. It was reported during a meeting with the patient, the patient's scs system was exhibiting high impedance. Troubleshooting found multiple lead contacts with impedance problem, the company representative attempted reprograming of the patient's scs system but was unable. Consequently, the patient's entire scs system was explanted and new leads were implanted.